Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft fracture occurred. Vascular access was gained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous left right common iliac artery. The physician advanced the 8.0mmx30mmx135cm express stent delivery system and encountered severe resistance. The physician had difficulty crossing the lesion and the express stent delivery system met with severe resistance during withdrawal through the sheath. The physician successfully removed the 8.0x30x135cm express stent delivery system and noticed a shaft fracture, without complete separation, outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).